Event description:
Started experiencing increasing pain in abdominal area on right side of hernia repair incision. Now pain is present 50% of the time. Sitting and bending now cause pain. Seems to be increasing in frequency.